Manufacturer narrative:
Citation: combes n et al. Critical isthmus of ventricular tachycardia covered by transcatheter pulmonary valve in a patient with tetralogy of fallot. Eur heart j. 2020 feb 1;41(5):723. Doi: 10.1093/eurheartj/ehz610. Online publish-ahead-of-print 31 august 2019. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old male patient with a medical history of tetralogy of fallot repair and right ventricle to pulmonary artery (rv-pa) conduit replacement who underwent percutaneous implant of a medtronic melody transcatheter pulmonary valve (serial number not provided). Two years after melody implant, the patient presented with sustained ventricular tachycardia (vt). Catheter ablation was attempted but was unsuccessful due to subclavian access secondary to inferior vena cava obstruction. Subsequently, an epicardial implantable cardioverter defibrillator was implanted. Repeat ablation with transhepatic access was planned following two appropriate shocks for recurrent fast vt. Clinical vt was induced. Ultra-high density mapping revealed re-entry around the melody and identified the critical isthmus between the rv-pa conduit and the ventricular septal defect patch. Linear ablation was performed with an irrigated radiofrequency that slowed and then resolved the vt. Ultimately, complete bidirectional block was achieved after multiple supplementary applications just inside the melody valve, which covered the superior part of the isthmus. No additional adverse patient effects or product performance issues were reported.